Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported that the tubes have no vacuum."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported that the tubes have no vacuum."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: bd received 7 shelf packs from the customer for investigation. 30 samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was observed in 13 of the tubes tested. The returned tubes were visually examined and all components (tube and stopper) were made to specification with no evidence of non-conformance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.